Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an anterior capsule rupture occurred during the cataract removal portion of a laser assisted cataract procedure. A micro adhesion was noted the 80 degree and 100 degree areas. No additional information available.

Manufacturer narrative:
Additional information provided in h.3, h.6, and h.10. No further information was obtained from this customer. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
G.6. Corrected. Additional information provided in h.3, h.6, and h.10. No further information was obtained from this customer. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).